Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(4) has been completed. Upon further investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.